Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analysis revealed normal battery depletion. Continued from concomitant products: 694765 lead, implanted: (B)(6) 2009. 5076-52 lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the device reached battery depletion early. The device was removed and replaced. No patient complications have been reported as a result of this event.